Event description:
Customer received a false positive result on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use cartridge lot 18281k cartridge sn (B)(4), and cue reader sn (B)(4). The customer reported she was covid-19 positive in (B)(6) 2021 (exact dates unknown) and believes a swab came loose after she tested a week later. The customer reports she has consistently received false positive results using cue covid-19 test for home and over the counter (otc) use since (B)(6) 2021; see related cases for additional false positive reports.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were two previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined. Technical support discussed possible causes such as contamination and provided cleaning recommendations per instructions for use.